Manufacturer narrative:
Follow-up report will be filed when additional info becomes available.

Event description:
It was reported through medwatch that PICC was placed, but clinician was unable to remove spring wire guide without breaking it, so wire and PICC were removed as one unit. Another PICC with a different lot number was placed in pt's other arm without incident.